Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient¿s mother stated that she was driving at approximately 9:00am and the urgent low alarm went off on the patient¿s receiver. Approximately 10 minutes later, she pulled over and gave the patient 3 ounces of apple juice to drink and then performed a finger stick test that was reading 60mg/dl and calibrated. The patient¿s mother indicated that the patient looked like she was going to pass out so she called 911 and the paramedics arrived approximately 10 minutes later. The paramedics tested the patient upon arrival and the patient¿s bg value was at 190 mg/dl. The paramedics did not need to treat the patient as she was at a normal reading and the paramedics left shortly after the patient had recovered. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data was provided for evaluation. The confirmation of inaccuracies could not be determined. A root cause could not be determined.